Manufacturer narrative:
Device was disassembled by distributor to investigate the cause of the failure. Awaiting the device return from distributor to complete investigation. Follow up report will be submitted after evaluation.

Event description:
As reported by awi via email received on 12/10/09. Date incident (B)(6) 2009. "Cardio vascular surgery was performed with applying the mixer to pcps (percutaneous cardiopulmonary support). During the surgery, the flow from the mixer suddenly stopped. The physician in the hospital reported that the patient had been unconscious from the time the surgery was performed, though this incident caused the patient to be the hypoxic for 2-3 min." Information from distributor is that the patient was unconscious prior to surgery. Reference attachment for further details of incident.